Event description:
Customer reported that he was hospitalized for infection on his leg and cellulites. Customer stated that while he was in the hospital his infusion set cannula was bent and occluded and his insulin pump did not alarmed to alert him. Customer stated that his blood glucose was up to 220 mg/dl in the hospital. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit functioned properly. No excessive no delivery alarms or no delivery noted. Unit was received with scratched display window, cracked reservoir tube lip.